Event description:
It was reported that a user experienced elevated glucose levels after changing supplies and intermittently shutting down and restarting the ilet; the user disconnected from the ilet and self-administered multiple doses of subcutaneous fast-acting insulin, with no device alarms reported and no observable insertion-site issues, while the device problem and component were not identified. Symptoms included hyperglycemia. Outcomes included a serious illness/impairment characterization and an unexpected medical intervention in the form of medication required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial